Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-5. It was reported that the driver tip broke during final tightening of the left l5 screw. The tip could not be retrieved from the screw. No additional patient complications were reported.

Manufacturer narrative:
The twisting of the t25 tip of the drivers is consistent with overloading in torsion applied to the driver during the tightening and break-off of the setscrew. The driver as been heat treated to hrc 49. The about observation are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.